Event description:
During the loading process, the surgeon did not place the foam tip plunger correctly into the injector. When the surgeon ejected the +15.5 diopter cc4204bf collamer plate lens, the foam tip plunger pushed the lens in a way that tore the lens and caused the cartridge to split. There was no pt contact or injury. The reporter stated that there was no problem with the lens or injection system, the cause of the lens and cartridge tear was due to operator error.